Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with scratched case, cracked glass, and pillowing keypad overlay. After battery installation unit gave an unexpected partial display on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was working but the display was completely damaged because he slipped and fell on the insulin pump. The no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.